Event description:
It was reported that the connector between the cartridge and the ilet became loose during the night, interrupting insulin delivery, and the user reinserted the connector; subsequent follow-up noted difficulty filling cartridges with pens and a request to return the device, with no device alerts or alarms reported. Symptoms included low glucose episodes noted in the preceding week and no reported blood glucose impact at the time the connector was found loose. Outcomes included user education on safe reconnection procedures and guidance to contact healthcare providers regarding insulin supply. Investigation included complaint intake review, user interview, and troubleshooting and education. Investigation of this case revealed the device was operable after reconnection and that the event involved difficulty attaching the connector and challenges filling the cartridge. It was concluded that the event was consistent with a connector disconnection with user-managed reconnection, with no reported injury or need for medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.